Event description:
It was reported that the leads were explanted due to twiddler's syndrome. During explant procedure it was discovered that the pocket was infected. The entire system was removed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).